Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedance measurements. This lead was tested with a pacing system analyzer which confirmed a lead issue. An x-ray was then completed in which a conductor fracture was confirmed. This lead was then explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that two segments were returned with potentially part of the lead missing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 248mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of reported high out of range pace impedance measurements that were due to fracture were likely caused by the confirmed fracture.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedance measurements. This lead was tested with a pacing system analyzer which confirmed a lead issue. An x-ray was then completed in which a conductor fracture was confirmed. This lead was then explanted and replaced. No additional adverse patient effects were reported.